Manufacturer narrative:
The tech replaced the head left center arm siderail to repair the bed.

Event description:
Info received indicates the head left center arm siderail was broken and would not latch in the raised position.